Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. Maquet field service confirmed the problem and replaced the operating panel. The device was tested to factory specifications, passed and was returned to service. The investigation is in process and a supplemental medwatch will be submitted when new information becomes available.

Event description:
It was reported that the customer completed the cleaning cycle on a hcu30 and the system would give a constant beep. (B)(4).